Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Dhrs for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that an incorrect reading of 33mg/dl was received on the adc device and as a result, the customer experienced shaking and a seizure. The customer was seen at a hospital where they were hospitalized for 3 days and administered insulin (type/dose unknown) 3 times a day for the diagnosis of hypoglycemia. Note; that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.